Event description:
Reportedly, during pt use, a 'device alert' alarm occurred with no audible alarm. When the unit was powered up, there was no display. The pt was transferred to a backup ventilator. There were no serious or negative health consequences to the pt.

Manufacturer narrative:
Covidien ref # (B)(4).